Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-03 from the consumer reporting that the patient met with the health care professional (hcp) on (B)(6) 2017. The patient was scheduled to ¿re-secure a new battery in [their] implant¿ on (B)(6) 2017. Patient weight was asked but not made available. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient turned therapy off a day before the initial report for a procedure. When they went to turn therapy back on, they couldn't and kept getting a poor communication screen. They also tried multiple battery packs as well. The patient hasn't recently had revision surgery or was recently implanted and used an antenna. They were able to communicate the day before the initial report. The antenna was confirmed to be synched and secure with the ins, but the issue wasn't resolved. The antenna was unplugged and the patient programmer (pp) was placed directly over the ins on the skin. The pp was synched with the ins, but the issue wasn't resolved. When they try turning therapy on/off, the patient feels a "short sensation," but then it goes away and they see the poor communication screen. They were redirected to their healthcare provider (hcp) because the patient hasn't received therapy in a significant period of time and ins is older than three years. No further patient complications have been reported as a result of this event.